Manufacturer narrative:
D4 gtin: corrected to (B)(4). D4 expiration date - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire device is not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a visit to inform the customer of the recall of synchro guidewires, the doctor reported following case in which stryker synchro guidewire was used. Stent-assisted coiling treatment was performed for vertebral artery dissection on (B)(6), 2023. Lvis stent (terumo) was used with the subject guidewire (note: lvis stent was off-label use) and thrombotic complication occurred during procedure. The attending physician, dr. (B)(6), is not sure whether the reported thrombotic complication occurred by the subject guidewire because the stent is being used off-label. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will; be assigned to this complaint.

Event description:
It was reported that during visiting customer as the physician reported that the subject guidewire was used with lvis stent off-label use for stent-assisted coiling treatment for vertebral artery dissection. During procedure, the thrombotic complication had occurred. The attending physician was not sure whether the reported thrombotic complication occurred by the subject guidewire because the stent is being used off-label. No other information was provided.

Event description:
It was reported that during visiting customer as the physician reported that the subject guidewire was used with lvis stent off-label use for stent-assisted coiling treatment for vertebral artery dissection. During procedure, the thrombotic complication had occurred. The attending physician was not sure whether the reported thrombotic complication occurred by the subject guidewire because the stent is being used off-label. No other information was provided.